Event description:
During an ent procedure, an operating room staff member reported that the attending surgeon felt close to 1cm inaccurate after registering. Medtronic navigation rep coached the surgeon on an improved tracing technique over the phone. The surgeon re-registered with tracer and then felt accurate. Navigation continued as planned. No impact on the pt outcome.

Manufacturer narrative:
Optimal tracer registration requires tracing the pt's anatomy thoroughly around the firm areas of the face. Once the technique was improved, the tracer registration was optimized. Software is functioning as designed.